Event description:
The patient has reportedly experienced pain at her implant site. The patient has developed soft fluid pockets above and behind her implanted ear which have contributed to the pain. In addition, the patient reportedly experienced loss of sound. The patient reportedly only gets sound after pushing on the headpiece to establish a closer contact with the implant. External equipment was exchanged and programming adjustments were made. However, this did not resolve the issue. Testing confirmed that the device is functioning. Surgery to explant the patient's device has been scheduled.